Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported by the (B)(6) health authority, that during a laparoscopic hysterectomy procedure, the doctor found that the forceps was not working and the vibrator tip was missing. Unknown how case was completed. There were no adverse consequences for the patient. One device was discarded. No additional information is being provided by (B)(6).